Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a difficult insertion was confirmed but the exact cause remains unknown. Two 5 fr microez microintroducers were returned for evaluation. Both microintroducers contained bends in the sheaths and dilator shafts which were indicative of a difficult insertion. Microscopic inspection of the sheath tips revealed that they were tapered per design and did not contain any apparent damage or evidence of bunching. Although the complaint could be confirmed, the root cause of the difficulty could not be determined from the returned samples. Possible contributing factors could include too small of an incision, a steep insertion angle, or tough tissue. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer that introducers will not slide into the skin properly. Causing the introducers to bend and in some cases the skin to bruise. Clinician had to open another kit. Additional information received 12 july 2023: it was reported by the customer "event did not involve an urgent medical situation. No patient harm reported." 10/11/2023 - two microintroducers were returned for evaluation. Both microintroducers contained bends in the sheaths and dilator shafts. This report addresses the second device.